Event description:
Healthcare professional reported ¿capsular fibrosis¿, ¿hardening¿, ¿deformity¿, ¿pain¿ and ¿swelling¿. Later healthcare professional reported ¿beginning capsular fibrosis¿ and capsular contracture baker grade iii. Capsulectomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, edema was received on feb 23, 2026 with lot number 2675395. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ edema: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Later healthcare professional reported ¿beginning capsular fibrosis¿ and capsular contracture baker grade iii. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6a, d6b, g4, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported ¿capsular fibrosis¿ grade unknown, ¿hardening¿, ¿deformity¿, ¿pain¿ and ¿swelling¿ (edema). Later healthcare professional reported ¿beginning capsular fibrosis¿ and capsular contracture baker grade iii. Capsulectomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿capsular fibrosis¿ grade unknown, ¿hardening¿, ¿deformity¿, ¿pain¿ and ¿swelling¿ (edema). The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "swelling" (edema), ¿capsular fibrosis¿ grade unknown.

Event description:
Healthcare professional reported ¿capsular fibrosis¿ grade unknown, ¿hardening¿, ¿deformity¿, ¿pain¿ and ¿swelling¿ (edema). This record is for the right side. Device was explanted.